Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving baclofen at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient's pump kept flipping. A possible weight change may have led or contributed to the issue. It was unknown whether any diagnostics were performed. A pump pocket revision was performed and they moved the pump from the left abdomen toward the midline. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.